Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per dealer, the chair drives, slows down and stops. Dealer states the batteries tested fine. Dealer to check for heat coming from the motors to see if brake dragging.